Manufacturer narrative:
Result: broken off caster. Bent caster mounting weldment.

Event description:
It was reported by service report that the bed will not roll. The customer could not determine whether there was patient involvement or if adverse consequences occurred.